Manufacturer narrative:
Suspected root cause: the possible root cause is that the tunnel for passing the graft may have been too tight.

Event description:
It was reported that the biosteon screw was being inserted into the femoral tunnel and as the surgeon was tightening it, the screw shattered. This event happened twice with the same size screw (7 x 23 mm) - the surgery was completed successfully using a 6 x 23 mm biosteon screw instead. The pt had normal bone quality and the surgeon has 25 years experience of screw insertions. The graft size was 7.5 mm and there was 1 bundle of soft tissue. The surgeon did not use a tap or dilator. The approach was trans tibial. The biosteon driver used was in good condition, 2 years old and had been used 15 times before this case. The screw was not fully inserted and screw debris was generated from the cracking and left inside the joint. There was a 4 minute delay in surgery, with add'l anaesthetic provided. There were no adverse consequences to pt/user. No medical intervention was required.